Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x16mm stent delivery system was returned for analysis with a stent protector and mandrel loaded. A stent protector was placed on the device, partially covering the stent. A visual and microscopic examination of the stent protector found proximal stent damage immediately proximal to proximal stent protector. Stent protector inner diameter was measured and the result was within stent protector specification. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted, bunched and overlapping. The stent had moved proximally on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were wrapped and evenly folded and were not subjected to positive pressure. Where the stent has moved on the balloon, visible crimp marking are evident on the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07jun2019. It was reported that device damage/defective occurred. During unpacking of a 3.50x16mm promus element drug-eluting stent, it was found that the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and stent shifted/moved.